Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum wireless battery module experienced burnt spot on the right side of the wireless and battery circuit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'burnt spot on right side of wireless and battery circuit' which was verified through visual inspection. The device will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.